Manufacturer narrative:
(B)(4). This complaint for damaged is not confirmed and the cause was not identified because there was no sample returned to baxter, and the lot number was not provided. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
This is an international report of a transfer set where the spike was bent when changing the solution bag by clean flash. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.